Event description:
It was reported that while using the intravascular ultrasound (ivus) catheter during a percutaneous coronary intervention (pci), the tip detached. The lesion was 99% stenosed with severe calcification and tortuosity in left circumflex (lcx). Access was achieved with a guidecatheter and guidewire via femoral approach. During per-dilation, physician experienced difficulties advancing balloon catheter due to condition of the lesion. After dilation with balloon catheter, four stents were deployed and post dilated with a stent delivery balloon catheter. Stents were well positioned and opposed. Ivus was introduced to image stented area; resistance was experienced during advancement and withdrawal of the imaging catheter due to severe vessel tortuosity. Upon removal of the ivus catheter, physician observed that ivus catheter tip and radiopaque marker band (ro) of the imaging catheter had remained in the distal portion of the lesion. Physician retrieved detached portion of the catheter with a snare device. Pt was reported to be "stable".

Manufacturer narrative:
A review of the device history record was performed on the batch and no issues or discrepancies were found, the batch met all required specifications. No similar complaints by event description were found in the same lot. The distal tip assembly was broken off from distal tip end when received. The guidewire that was used during procedure was not returned. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was observed inside the hub and no kink was observed on the returned sheath assembly. The catheter was broken off into two pieces; one section measuring approximately 168.8 cm and the other 2.5 cm in length. The broken off distal tip had a kink at 1.0 cm from distal tip end. No damage was observed to the guidewire exit port. During image characterization testing, the catheter performed within specifications. Electron scanning microscope (sem) and fourier transform infrared spectroscopy (ftir) revealed high level of oxidation at the surface and throughout the tested sample. A review of the device labeling and directions for use (dfu) were reviewed and revealed that the atlantis sr pro2 dfu contains these warnings and precautions: warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: do not pinch, crush, kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 450 is considered excessive. During the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage. Never advance the imaging catheter without guidewire support. Never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The root cause of the tip breakage and high levels of oxidation cannot be definitely determined although it is likely that level of oxidation observed on complaint sample contributed to the tip detachment. The manufacturer has determined no immediate remedial action is needed at this time. Exploration of possible preventive measures will be ongoing and the manufacturer will continue to monitor complaints of this nature.